Manufacturer narrative:
Findings: pump received with missing segments due to cracked lcd zebra connector. Pump received with cracked case at the display window corner, minors scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump only displays a partial screen. The patient's blood glucose level was over 120 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the partial blank display. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.